Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the right-hand controller on the first console of a dual-console system was not functioning. The tse had the site attempt to back drive the right-hand controller, which did not resolve the issue. The tse then instructed the site to cycle the surgeon console circuit breaker, but this also resulted in no change to the condition. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) master tool manipulator (mtm) right to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed failure analysis. This mtm was returned for failure analysis and the reported complaint "right hand control error on console 1." Was confirmed and replicated during in-house testing. In lighthouse, the following error codes are observed: 32097, 25730, 2573, 32133 confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed on an in-house system and the following error codes were observed: 32133, 25730, 32097, 25732. After installing on surgeon console fixture test platform (sftp) and running the fitness test, the mtm failed init manip with error code 32133. Sftp testing was restarted and unit was able to pass init manip and the rest of fitness test was ran. The unit failed gravity balance test post sine cyle - oy and sh. The mentioned tests passed after running calibrations. 1hr variable speed sine cycle and line screening test were performed and passed. As a result of this investigation, failure analysis has concluded that the slipring, slipring constraint, o-ring, and lower frame were found to be the probable root causes of the reported event.